Event description:
A customer in (B)(6) reported to agfa an event of unintended movement of their dx-d 100 system. The customer reported when driving the dx-d 100 system the dx-d100 drove backwards at high speed and hit the radiographer. This resulted in bruising on the arm of the radiographer, however she was able to continue working. Investigation is underway and a supplemental report will be provided.

Event description:
This supplement report #1 is being submitted to provide the root cause and actions taken. See h10 for additional information.

Manufacturer narrative:
Agfa service responded and checked the dmc board, encoder connections, and cables and everything checked was ok. The correct arrestor was installed. Agfa service confirmed the unit would go forward, stop and then go backwards. Agfa service replaced the dmc and two gauges. The dx-d 100 was tested and was confirmed to drive normal. The dmc and gauges that were removed from the dx-d 100 system were returned to the supplier for testing and further investigation. No failures were found during this investigation. The gauges were measured and there was no problem or intermittent disconnection. The dmc board was mounted in another system and tested. There were no functional problems identified. At this time the root cause is unknown. The potential cause is a misconnection of the gauge. There has been no reported harm to patient or users for this event. There are no additional actions for this event.